Event description:
Physician states the pt had a very painful mammogram, developed a lump in her left breast and several ridges. Her MRI revealed severe foldings in her implants and capsular contracture breasts with implant distortion and a cyst in her right breast.

Manufacturer narrative:
Reference duplicate report mw073561.